Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2014. Review of post op radiographs revealed patient retained a foreign body. Subsequently, a revision procedure was performed to remove the foreign body which appeared to be metal flakes. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.